Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately five years later follow up CT identified a type iiib endoleak at the junction of the main body limb. Contrast demonstrated the endoleak was confined to this one position. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.